Manufacturer narrative:
The lens was not returned for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens had an anterior vault 3 days post-implant. Allegedly, the patient noticed a decrease in their vision and the lens was exchanged for a different model lens approximately 2 and a half months post-implant. In the surgeon's opinion, the likely cause of the event was "unsure/didn't fit capsule well." The patient's current prognosis is described as "good."